Event description:
Explanting physician reported "rupture of left implant". Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Additional observations: ¿ black particles on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Explanting physician reported "rupture of left implant". Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.